Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. The description indicates the customer was using a lucas device during analysis which may have contributed to or caused the shock advised warning for a non-shockable rhythm. Review of the device logs were not of this event and would not add value to the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 88-year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated a lucas device was being used in conjunction with the x series. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.